Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-jul-2025, the user reported that insulin was leaking from the device during recent cartridge changes. The agent recommended a supply change, but the user did not have supplies available at the time. Follow-up attempts were made to collect lot information and provide assistance, but the user could not be reached. Bg was not affected.